Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller to clean the pneumatic tap area on the pump, but reloading the same cartridge did not resolve the issue. The caller was then guided through the process of filling and loading a new cartridge onto the pump, which successfully resolved the problem. Replacement supplies were arranged for the caller.